Event description:
Reporter indicated that vns pt was explanted due to complaints of neck pain and chest tightness. Initial reporter indicated that the pt was not mentally stable and was not reliable when it comes to expressing how pt really feels. Both the generator and lead (excluding electrodes) were explanted. Investigation has been unable to determine whether the chest tightness was cardiac-rleated as no response has been received to manufacturer's requests for additional information from treating neurologist.

Event description:
Further follow-up revealed that the tp did not experience efficacy with the vns therapy. The pulse generator was analyzed. The reported neck pain or chest pain can not be duplicated in a product analysis lab envoronment. There were no visual anomalies identifed or observed with the generator. The output of the pulse generator was loaded and monitored at body temperature or 41.0 hours; the output remained within specification for the entire time. The pulse generator is operating within design limits, meeting the MFR's final electrical test specification. The most probable root cause was not identified as no performance anomalies were noted. The pulse generator did now show any condition that would have contributed to the reported neck pain or chest pai.